Manufacturer narrative:
(B)(4). Concomitant products: part 195922, lot 174920- vgxp intlk femoral lt 65. Part unknown, lot 556610- vgxp xp e1 tib brg ll 9x79. Part 195821, lot 149040- vgxp xp e1 tib brg ll 9x79. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Multiple MDR reports were filed for this event, please see associated reports: MFR 0001825034-2018-01344, MFR 0001825034-2018-01345, MFR 0001825034-2018-01346. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Clinical study (B)(6) - patient experienced post-operative pain.